Event description:
An ocd company representative reported that a customer observed potential false reactive anti-hbcigm results for one patient sample. Biased results of this magnitude may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the customer was instructed to repeat the sample, and if potential false reactive results were obtained again, to treat the sample with heterophile blocking tubes. The results of this testing are not available. Additional testing by pcr was also requested. Results of this testing are not available. The root cause of this event is unknown.